Manufacturer narrative:
The complaint device was received and inspected. Visual inspection of the guide frame did not revealed that the device was worn and the laser markings had faded indicating the device has been heavily used. The frame was mated with a sample femoral rod and cross pin kit on saw bones and the device was aligned correctly. There were no misalignment issues on the frame that would have contributed to the reported failure. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon was drilling trocar and sleeves, but could not. Repositioned with same outcome. Tip of trocar broke inside patient. Called radiology to retrieve tip. Had success retrieving tip. Had to open 2nd rigidfix kit. Again had trouble drilling trocar and sleeve. Noticed that trocar tip was damaged. Opened 3rd rigidfix kit and used 2nd rigidfix tray to get new soft tissue guide and aimer. Finally successful in drilling sleeve and finished case with no further problems. The procedure was delayed 45 minutes. See associated medwatch #&apos;s 1221934-2014-00220, 1221934-2014-00221, and 1221934-2014-00224.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Surgeon was drilling trocar and sleeves, but could not. Repositioned with same outcome. Tip of trocar broke inside patient. Called radiology to retrieve tip. Had success retrieving tip. Had to open 2nd rigidfix kit. Again had trouble drilling trocar and sleeve. Noticed that trocar tip was damaged. Opened 3rd rigidfix kit and used 2nd rigidfix tray to get new soft tissue guide and aimer. Finally successful in drilling sleeve and finished case with no further problems. The procedure was delayed 45 minutes. See associated medwatch #'s 1221934-2014-00220, 1221934-2014-00221, and 1221934-2014-00224.